Manufacturer narrative:
Impact code: (B)(4).. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hydratome rx 44 used in the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the endoscope was inserted and positioned into the patient. A hydratome rx 44 was then inserted to cannulate; however, the preloaded hydra jagwire guidewire would not advance through the tome without also causing the tome to advance. A second hydratome rx 44 was used and the same problem occurred. The procedure was not completed due to this event. It was reported that they would bring the patient back to attempt the procedure again and try a jagtome revolution device instead. There was no information as to when this would be performed. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two hydratome rx 44 used in the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the endoscope was inserted and positioned into the patient. A hydratome rx 44 was then inserted to cannulate; however, the preloaded hydra jagwire guidewire would not advance through the tome without also causing the tome to advance. A second hydratome rx 44 was used and the same problem occurred. The procedure was not completed due to this event. It was reported that they would bring the patient back to attempt the procedure again and try a jagtome revolution device instead. There was no information as to when this would be performed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the distal tip was kinked. The device was observed under magnification and the distal tip was slightly kinked, and had white marks of bending forces. A functional evaluation was performed since the preloaded hydra jagwire guidewire was also returned, and there was a problem with the wire insertion test due to the kink at the distal tip of the working length of the tome. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the hydra jagwire guidewire could advance through the guidewire introducer and to the catheter of the tome; however, there was difficulty advancing the guidewire at the distal section due the kink. Based on the condition of the device, the problem found could have been generated due to operational factors, such as manipulating the device through difficult anatomy or the used technique for the device manipulation. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.